Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early elective replacement indicator (eri). The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead, (B)(6) 2011; 6935 implantable tachy lead, (B)(6) 2011. (B)(4).